Event description:
It was reported that during a radical prostatectomy procedure, the clips were crossing over when they fired it. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.